Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Additionally it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Customer¿s blood glucose ranged from 272-338 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.